Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) ranged from 50-450 mg/dl. Reportedly, customer exercised more than anticipated and entered in the intended amount of carbohydrates but did not eat that amount, resulting in the low bg. Customer consumed glucose tablets and food to treat the low bg.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.